Event description:
Since installing vc25c software upgrades, the 18l6 hd transducers seem to be overheating. I have instructed the customer to keep the system frozen when not in use. They still seem to get too warm while in use. Transducer serial numbers involved in the incident are: (B)(4). No injury to the pt or user was reported.

Manufacturer narrative:
A f/u report will be submitted when the investigation has been completed.